Manufacturer narrative:
Exact date unknown, event occurred a week from the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc2317500; model: sc-2317-50; serial: (B)(4); batch: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate pain relief. It was stated that stimulation has moved from left to the right side. During a reprogramming session, it was noted that one of the contacts was out on the right lead. It was also reported that stimulation turns off in the middle of the night. A fluoride image was taken and revealed lead migration. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted devices will not be returned.